Event description:
It was reported that the user experienced severe hyperglycemia while using the iLet Bionic Pancreas and was admitted to the hospital for diabetic ketoacidosis, with the user indicating trace to moderate ketones; the cause was not determined. Symptoms included high blood glucose with ketosis consistent with diabetic ketoacidosis. Outcomes included hospitalization. Investigation included attempts to obtain additional information from the user. Investigation of this case revealed that the cause of the hyperglycemia and subsequent DKA could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.